Event description:
Global pharmacovigilance (gpv) provided a report from (B)(6) nurse regarding a female patient who reported her transfer set became disconnected resulting in peritonitis coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient stated she felt ill and took her samples to the clinic. On (B)(6) 2011, the patient reportedly experienced peritonitis and was hospitalized the same day. Follow-up information received from the nurse on (B)(6) 2011 indicates: the nurse confirmed the diagnosis of peritonitis on (B)(6) 2011. The cause of the peritonitis was related to the patient's transfer set becoming disconnected during the night. The disconnection was likely due to patient error. On (B)(6) 2011, the patient was discharged and outcome was good. The nurse reported that the event of peritonitis was not related to dianeal therapy. It is unknown what caused the transfer set to become disconnected.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number ( h11c31030) and an exception was noted for molding defect associated with the connector component. There is no evidence to support association to the reported problem. The affected product was 100% inspected. Corrective actions implemented and effective. Quality inspections were acceptable with all product release requirements acceptable. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up will be submitted.